Event description:
It was reported that (1) hp053 was used during a lap chole procedure. It was reported by the rep that when the harmonic scalpel was activated it gave a flat tone. The lcsc5 attachment was then re tightened. When a flat tone was still emitted from harmonic scalpel. The lcsc5 was changed but a constant tone still was present. At this point a different hp053 was put on field and it performed correctly. There was no consequence to pt.